Event description:
Boston scientific crm received information that this 4135 lead appeared to be fractured when observed under fluoroscopy. This lead was explanted and a new lead was successfully implanted. The 4543 and 4555 leads were attempted and removed due to high threshold measurements (5.0v@0.5ms) . A new lead was successfully implanted and to date, no adverse patient effects were reported.